Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to around 300 mg/dl while wearing the pod for an unknown amount of time. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, it is unknown if treatment continued. The pink slide did not move forward.